Manufacturer narrative:
The unit has been evaluated by a stryker technician, and the user facility's electrician. The bed has not yet been repaired, as the user facility is conducting an internal investigation of the event.

Event description:
It was reported the plug on the mattress power cord malfunctioned, and when the reset button was pressed by the nurse, the plug on the cord sparked, and flames reportedly initiated under the bed. The patient was removed from the room and placed in another room. Upon evaluation by the manufacturer, it was found that one of the power prongs was missing from the plug, but it is not known if that condition happened prior to, or resulting from, the alleged fire. There was no reported injury to the patient, their family, or the caregiver.